Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was 553 mg/dl at the time of incident and other relevant blood glucose levels were 523 mg/dl, 173 mg/dl and 195 mg/dl. Customer stated that the cannula was bent. Customer was using auto mode of insulin pump. Customer declined for troubleshooting of high blood glucose. The insulin pump will not be returned for analysis.